Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the breast. There was no alleged device malfunction contributing to the irritation. Follow up indicated that it was being taken care of by a wound care nurse and that it is healing up.